Manufacturer narrative:
Follow-up # 1 date of submission 12/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. During visual inspection of the pump, it was observed that the returned battery cap was undamaged and was able to fit to the pump and maintain an electrical connection. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump¿s electrical current draws measured within specifications. The investigation was unable to duplicate the original ¿short battery life¿ complaint. Unrelated to the initial complaint, it was observed that the pump casing was cracked near the top right corner of the display. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.